Event description:
Pt being treated with palomar's aspire laser platform experienced two full thickness burns in the abdomen area. One measures approximately 3.5 cm x 1.5 cm and the other is slightly smaller. Pt is experiencing some pain and antibiotics were prescribed for possible infection. Physician plans on resecting the affected tissue.